Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4087 competitor implantable pacing lead - (B)(6) 2005; 0185 competitor implantable tachy lead - (B)(6) 2005; ilxch1414135 implantable stent graft - (B)(6) 2009; ilxch1212115 implantable stent graft - (B)(6) 2009; af2612c140xh implantable stent graft - (B)(6) 2009.

Event description:
It was reported that there was a loss of capture noted on the left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event.